Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: (B)(6)2020. H6 evaluation method codes: 10, 3331 h6 evaluation result codes: 170 h6 evaluation conclusion codes: 23 investigation conclusion three photos and the sample of model 2426-0500 infusion set with tubing (p/n (B)(6) separated from the smartsite (p/n (B)(6) exit port. After visual inspection of the as-received infusion set sample, the separation of the tubing from the exit port f the the smartsite was verified. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other issue was observed. A device history record review for model 2426-0500 lot number 20053536 was performed. The search showed that a total of 40,923 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. The customer's report that the tubing separated was confirmed. The root cause was due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053536 it was reported that upon opening the tubing set, part of it was not connected to the port.

Manufacturer narrative:
Investigation summary: one photo was provided by the customer for quality evaluation. The complaint that upon opening the tubing set, part of it was not connected to the port. Upon further review of the customer photo provided, it can be verified that the tubing is not connected at the y-site. A device history record review for model 2426-0500 lot number 20053536 was performed. The search showed that a total of 40,923 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was separated. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053536 it was reported that upon opening the tubing set, part of it was not connected to the port.